Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16376. It was reported the pt had not used her system in at least 2 years due to ineffective stimulation coverage. The sjm representative confirmed the pt's ipg will not communicate with external devices. The pt will meet with her physician to discuss the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.